Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report high blood glucose. Blood glucose reading was 336 mg/dl. The customer stated blood glucose reading had been in the range of 300 mg/dl and 400 mg/dl. Troubleshooting was performed. Bad battery and weak battery alarms were found in the history file. No other anomalies were noted. Advised that a tubing clamp will be sent so that a high pressure test can be performed. Nothing further reported.